Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that during an implant procedure, the implantable pulse generator (ipg) had loss of pacing. It was noted that the grommet was broken. Another device was implanted. No patient complications have been reported as a result of this event.